Manufacturer narrative:
Upon inspection of the lift we found that the boom actuator clevis broke. A new lifter was shipped out to the customer on (B)(6) 2011. The serial number is unk for this lifter. During testing on (B)(6) 2012 we were unable to validate this complaint.

Event description:
Rod end clevis of the boom actuator on the lifter broke.